Event description:
"Follwing surgery (nephrectomy) pt was placed on a pca. Pt was noted to be unresponsive & very sedated; however, maintained v.s. Treated w/ narcan. It was noted by other staff the family had been pushing the pca. The other issue is the pump showed a malfunction code. We have notified abbott to investigate this malfunction code. We are continuing to investigate & notifying you in case the malfunction code played a part in this pt becoming oversedated. Pt was admitted for nephrectomy. The remaining kidney did not function @ 100% which could cause the morphine not to be processed/filtered through the body compared to someone w/ 2 functional kidneys." Upon further query the following info was provided: in 2006 at an unspecified time, the pump was programmed to deliver morphine 1mg/ml, pca only mode, 2mg pca dose, 15min pt lockout & a 20mg 4 hr limit. Two days later at 1545, the pt was found unresponsive. The therapy was discontinued. The pt's vital signs remained stable during the event. The pt was treated with 2 doses of narcan & transferred to ICU where a narcan drip was initiated. On an unspecified date, the pt was transferred to inpatient rehablilatation & is "expected to make a full recovery." There were no reported adverse pt sequelae.